Manufacturer narrative:
The sample was not available at the time this report was filed. A review of the device history record is not possible as no lot number was available. Root cause could not be determined. All information reasonably known as of 12may2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported by a physician that during (B)(6) 2017, a 30 gauge 1 inch needle broke off in the patient. The patient was sent to the emergency room and the entire broken needle was successfully retrieved. No additional information was provided